Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad rubber is peeling at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the up arrow and contrast key contacts. Investigation also revealed a keypad leak and moisture inside the pump casing.

Event description:
Patient contacted animas stating there is moisture behind the lens. He went swimming and now all the buttons on his keypad do not respond. Patient also reported that screen flashes from time to time that it is locked. He said that he locked pump; however, the pump is flashing on its own. Patient now cannot unlock pump since buttons not responding. The patient denied any misuse of the product. There was no adverse event associate with this complaint. The pump was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.